Manufacturer narrative:
Describe event or problem: the event occurred "sometime during last week of (B)(6) 2019". The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) amia cassettes were damaged; further described as "knife slice one sixteenth of an inch long located on the top left side of the tube". This was observed during set up for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : two (2) actual samples were received and the evaluation is complete. A visual inspection with the naked eye was performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.